Event description:
It was reported, the pt had not charged the ipg (implantable pulse generator) for about 45 days and had no stimulation. Attempts made to communicate with the ipg using external charges were unsuccessful. No further info available at the time of this report.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.